Event description:
It was reported that at 174,757 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be "firing out of the end of the tip". Time expended: 29:48 minutes. The fiber was exchanged and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.